Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) and stored atrial tachy response (atr) events for this right ventricular (rv) lead. It was also noted that it was thought the patient was in atrial fibrillation (af) with rapid ventricular response therefore meds were administered to slow the rate. Technical services (ts) provided a review a review of the presenting and recent electrograms (egms) and noted that it appeared like the right ventricular (rv) lead could be in the right atrium. Ts recommended x-ray to confirm lead position. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) and stored atrial tachy response (atr) events for this right ventricular (rv) lead. It was also noted that it was thought the patient was in atrial fibrillation (af) with rapid ventricular response therefore meds were administered to slow the rate. Technical services (ts) provided a review a review of the presenting and recent electrograms (egms) and noted that it appeared like the right ventricular (rv) lead could be in the right atrium. Ts recommended x-ray to confirm lead position. A chest x ray was performed that confirmed the dislodgement. Subsequently this right ventricular (rv) lead was successfully repositioned. No additional adverse patient effects were reported.